Manufacturer narrative:
(B)(4). The pump and an incomplete catheter was returned in two segments. Final analysis of the pump revealed pump head overinfusion. Final analysis of the catheter revealed user related hole in catheter body.

Event description:
The patient¿s ¿legs levitate¿ and there was no change in his extensor tone when the physician weaned the pump dose. It was ¿not clear¿ when the symptoms began, and ¿may have been ongoing;¿ the healthcare provider ¿had not seen the patient in over a year.¿ family decided to have it explanted as they were moving back to south america and did not feel it was helping anyway. Dye study was done and was within normal limits. On (B)(6) 2013, the pump and catheter were explanted. The patient status after device removal was reported as recovered without sequela. The pump was programmed to deliver baclofen 2000 mcg/ml.